Event description:
A customer reported no vacuum was available while in fragmentation mode. The problem was solved by switching from the fragmentation vacuum to the fragmentation/extrusion cassette port. There was a 30 min delay reported. Add'l info was requested but the facility reported the problem was solved and that they did not require servicing. There was no pt impact reported.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer reported with vacuum and fragmentation. The vacuum issue was resolved by switching frag vacuum to the frag/extrusion cassette port instead of the vit. Fragmentation improved when power was raised, but kept cutting out. The customer was advised to observe the footswitch icon to determine if it was the issue. Customer states that the reported event was resolved. The facility did not request service. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause of the customer reported event is unk. (B)(4).